Event description:
Reporting status: serious injury - medical intervention, reporting rationale: snaring of dislodged stent from the patient, device issue: stent dislodgement. It was reported that the procedure was to treat a svg to a native artery with lots of bends and turns. Double wires were used in an attempt to help straighten the vessel, but the pixel could not maneuver through the tortuousity. As the stent delivery system (sds) was being removed, the stent became dislodged. A snare device was used to successfully remove the stent implant from the patient. No patient effects were reported. No add'l event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, improper or inadequate crimping at the time of MFR, and/or interaction with other devices. The reported heavily tortuous anatomy likely contributed to the failure to cross and stent dislodgement.